Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak from the filter of the extension set was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing confirmed drops of water leaking out of the filter¿s vent. The probable cause for the damaged filter membrane, based on the observed leaking from the filter vent, is most likely due to the filter being wetted out due to oversaturation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tpn infusing with a smartsite extension set and a 0.2 micron low protein binding filter. This was part of the IV tubing set up. Tpn was seen leaking from the filter portion of IV tubing. IV tubing set up was changed out." Patient problem code states, "no known impact or consequence to patient." Also received a copy of the customers medwatch which states,"tpn infusing with a smartsite extension set and a 0.2 micron low protein binding filter. This was part of the IV tubing set up. Tpn was seen leaking from the filter portion of IV tubing. IV tubing set up was changed out. Tpn infusions are run through the smartsite extension sets with the 0.2 micron filter as a preventative measure to ; filter out any particulates that may have formed during the making of the tpn. Had been infusing when it was noticed that it was leaking our from the filter portion of the IV tubing. This caused a tubing change with new fluids earlier than usual. Other devices in use on patient: tpn had been infusing at 6.3ml per hour on a IV pump."